Event description:
During use of the device for a non-clinical activity, the user facility's biomedical engineer reported that the bucket iced over on the device. Device was found in the back-up room. There was no pt involvement. Investigation in process, but not yet completed.